Event description:
1/2 siderail bent away from bed. On 10-23-97 resident was found on floor laying next to bed. The 1/2 siderail was bent out away from the bed approx 35 degrees. The resident stated he was "trying to cover that lady up." This resident nightly works himself into a position where he leans up tight against the siderail on his right side. The siderail was put in the upright position when the resident was put to bed by the nursing assistant. This resident has had 2 hip pinning surgeries in the past month. Resident is confused and non-weightbearing status is difficult to maintain.